Manufacturer narrative:
Medical device problem code: 2017 - re-insertion. The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment. The reported difficult to remove could not be confirmed due to the condition of the device that was returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported the xience skypoint stent delivery system (sds) was removed from the anatomy and re-inserted. The xience skypoint, japan, instructions for use is written in japanese; therefore, the domestic xience skypoint instructions for use is referenced. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. In this case the instructions for use deviation does not appear to have cause or contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified and tortuous anatomy causing the reported failure to advance. The device was then removed, the lesion was dilated, and the delivery system was re-inserted (against instructions for use). Resistance was met with the difficult anatomy once again causing failure to advance. During removal the device interacted with the guiding catheter causing the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x48 mm xience skypoint was inserted to treat the moderately calcified and tortuous right coronary artery, but it was unable to cross the lesion. After the lesion was predilated with a 2.0 mm balloon dilatation catheter, another attempt to advance the skypoint was made, but was still unable to cross. During removal of the stent delivery system from the 6f guiding catheter, resistance was met with the guiding catheter, but it was successfully removed. After removal, it was noted that the proximal edge of the stent was flared. A non-abbott drug eluting stent was inserted and successfully crossed the lesion without resistance using the same guiding catheter. There was no report of adverse patient effect. There was no report of clinically significant delay. No additional information was provided.